Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances of less than 200 ohms. The impedances were typically around 500 ohms. The patient was seen and there was no noise observed during isometrics. Boston scientific technical services provided further review and found that this patient has two rv leads. One lead is in the apex and this lead is in the outflow tract. The leads are connected via an adapter. Due to this, there is more metal in the electrical circuit and that is causing the impedances to be lower. At this time, the system remains in service and reprogramming to unipolar was recommended. The other rv lead is a competitor's product. No adverse patient effects were reported.